Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she didn't eat anything because she woke up with a blood glucose of 500 mg/dl. Customer stated that she received a replacement insulin pump, but she hasn't been able to get her blood glucose under 450 mg/dl. Customer checked her blood glucose and it is now 300 mg/dl. Customer stated that she has 6 units of active insulin. Customer stated that she think she may have inserted in scar tissue. Customer stated that she changed her insulin. Customer reported that she had 50 carbs at dinner and pretended that she had 60. Customer took 7.5 units and 2 hours later, her blood glucose was 583 mg/dl. Customer stated that she is unable to get her blood glucose down. Customer was advised to contact her health care professional for assistance with the pump settings and to revert to a back-up plan until they are able to get the correct settings in the pump. Customer stated that she will switch to her back-up plan.